Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of a transcatheter bioprosthetic valve, the valve was recaptured three times due to positioning difficulties. Following the three recaptures, fluoroscopy revealed that the capsule began to stretch. The delivery catheter system (dcs) was removed from the body. A different delivery catheter system (dcs) was used for a successful implant. It was reported that the anatomy was tortuous which caused tension on the delivery catheter system. The valve had been loaded correctly. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the evolute system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient presented with tortuous anatomy. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject delivery catheter system (dcs) was returned for analysis. The device was received with the capsule over captured. The instructions for use (IFU) states to ¿take care not to overcapture the tip by using too much force on the inner shaft¿. There is separation observed in the polytetrafluoroethylene (ptfe) lined capsule near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end and the distal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Damage was noted on the polymer material surface therefore confirming the reported event. Images were also received which illustrated the reported damage on the capsule. Per the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that the damage on the capsule was noted after the third recapture, at which point the IFU indicates that the device is no longer fit for use. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of the capsule stretch is unknown however, patient anatomy (vessel tortuosity calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) were likely the potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the front grey components separated. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule over captured. Delamination was observed over the nitinol reinforcing frame along the mid-section and the distal side of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Damage was observed on the polymer material surface along the proximal side of the capsule, therefore confirming the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.